Event description:
It was reported that via remote transmission, multiple charge time limit reached alerts were observed. In-clinic capacitor maintenance was performed which resulted in a long charge time. Device was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported extended charge time was confirmed in the laboratory. The hv capacitors were sent to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the extended charge time.